Manufacturer narrative:
The device remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, this pacemaker did not exit storage mode when it was connected to the chronic unipolar pacing leads. The device labeling indicated the device would begin pacing after the leads were attached and the device was properly placed in the pacemaker pocket, but it did not. A programmer was retrieved from another area of the facility and the device was manually programmed out of storage mode. The patient was not pacemaker dependent, and therefore no adverse patient effects occurred.